Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure the device was fired using a black reload. The device cut but did not staple. The procedure was completed by over sewing the staple line. There were no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5an8m. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Pictures provided were reviewed. A portion of the tissue is noted to have no staple line.